Event description:
Patient underwent neuro angiography procedure in interventional radiology for ischemic stroke. Clot retriever catheter fractured and broke off into clot. Neurovascular stent placed in vessel to compress catheter against vessel.